Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed, who reported the audio was not working with three different computers. The biomed stated the issue started around 10:30 p.m. Est. The biomed indicated there is one sender with three receivers, he rebooted the sender/receiver and the computer, and it did not resolve the issue. The rse asked the biomed if they have a spare sender and the biomed stated they preferred to wait until tomorrow to keep troubleshooting. The rse offered to send someone onsite because this could be a patient safety issue; however, the biomed stated they can hear the alarms in the central hub and would call back tomorrow. The rse followed up with the biomed who responded via email that the issue was resolved and requested to close the case. No additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the audio not working. The device was in use on a patient at the time of the event. There was no adverse event reported.